Manufacturer narrative:
One swan-ganz catheter was received at product evaluation laboratory for a full examination. The reported event was confirmed. The reported event of balloon damage issue was confirmed. As received, the balloon did not inflate due to a rupture at the central area. The edges of latex did not appear to match at the rupture location. All lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body and returned syringe. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient with this swan ganz catheter, the balloon was damaged; therefore could not be inflated. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were requested but unable to be obtained.

Manufacturer narrative:
Based on further engineering investigation performed, previously a product risk assessment was generated to address the failure mode of balloons with fragmentations for cco models and based on the available information it cannot be confirmed that this complaint is associated to a manufacturing, or design defect additionally, the units go through a balloon inflation and inspection process as part of the catheter manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. As per IFU review, the instructions for use contains instructions to perform a balloon integrity and lumens patency check prior catheter insertion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.